Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date he obtained results of 159 and 179 mg/dl on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescan's criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses and took his usual dose of 60 units in the morning and 50 units at night but could not specify when. The patient reported that as a result of the product issue he developed symptoms of slurry speech and weak but did not specify when. The patient reported that on an unknown date he was hospitalized, where he received treatment with IV glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and received medical intervention from a healthcare professional as a result of the alleged meter issue.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.